Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a thrombus observed in the pump following explant could not be confirmed as the pump was not returned for evaluation. Additionally, a direct correlation between the reported hemolysis and heartmate ii lvas, serial number (B)(4), could not conclusively be determined. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient returned to the operating room on (B)(6) 2019 for a implant of vad-20945, subcostal exchange of the pump motor only. The reason for the vad exchange was hemolysis and elevated lactate dehydrogenase (ldh). A small white thrombus was confirmed in the pump in the operating room. A request was sent for pump return, but no additional information has been received.